Manufacturer narrative:
Pump received with blank display. Pump was cut open to perform visual inspection and found. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. The blank display is due to moisture damage on the electronic assembly (pcba 1 and pcba 2). The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail, broken belt clip rails and label damage. Fluid under the lcd display was confirmed due moisture damage on the electronic assembly (pcba 1 and pcba 2). Cosmetic damage also was confirmed at cracked case (battery tube). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was swimming with the pump and the pump was not working. The customer reported a crack on the pump battery compartment and also the sticker at the back was rubbed off. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed. The customer confirmed the water inside the pump. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.